Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that measurement lock ups at elective replacement indicator (eri) were observed on the implantable pulse generator (ipg). The device status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no ipg device malfunction or patient involvement in this event.